Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 389mg/dl. The customer¿s incident blood glucose was 410 mg/dl. The customer's current blood glucose was 357mg/dl. The customer did experienced the symptoms such as passing out. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer did allege pump was under delivering. The insulin pump will be returned for analysis.